Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 4 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A case manager called technical services and reported a peritoneal dialysis patient observed a fluid leak from one of her treatment cassettes. The patient voluntarily chose not to perform treatment with the liberty cycler and subsequently was admitted to the hospital approximately 3 weeks following the fluid leak incident. On follow-up with patient's nurse she stated the patient was admitted (B)(6) 2016 through (B)(6) 2016 due to inadequate therapy. There was no indication of infection or adverse event associated with the leak event. Medical records were requested however were not made available at the time of this report. The patient's nurse stated the patient had sufficient supplies to perform treatment. The patient had recovered and continued to perform her treatments.